Event description:
It was reported that just before the implant session, the device could not be interrogated. The device was returned and subsequently tested out of specification during manufacturer's analysis.